Manufacturer narrative:
Requests for additional information provided no further details. Conclusion: no device was returned and no unique device identifier (serial/lot) numbers were provided. Without unique device identifier information a review of the device history record could not be performed and root cause could not be determined.

Manufacturer narrative:
(B)(4). Title: stroke with valve tissue embolization during transcatheter aortic valve replacement treated with endovascular intervention citation: jacc cardiovasc interv. 2015 aug 17;8(9):1261-3. (Doi: 10.1016/j.jcin.2015.03.037) authors: amornpol anuwatworn, md, amol raizada, md, shawn kelly, md, tomasz stys, md, orvar jonsson, md, adam stys, md date accepted by publisher used for event date. No unique device identifier numbers were provided; without this information it cannot be determined whether this event has been previously reported.

Event description:
Medtronic received information via literature review that a (B)(6) male patient with progressive exertional dyspnea and syncope was diagnosed with severe aortic stenosis. Transesophageal echocardiogram revealed heavily calcified, poorly opening aortic valve leaflets, and a mobile mass attached to the native valve. As the patient was deemed high risk for open heart surgery, he underwent a successful implantation of a medtronic transcatheter bioprosthetic valve (model or serial number not reported). After the procedure, most of the mobile aortic valve mass was no longer seen on the transesophageal echocardiogram. On awakening from sedation, right hemiplegia was noted. Head computed tomographic angiography showed narrowing of the left middle cerebral artery (mca) suggestive of early infarction. Emergent cerebral angiography showed a partially occlusive defect of the left mca that limited distal flow. Brain magnetic resonance imaging revealed a large acute infarct of the left mca territory. Endovascular mechanical extraction of the mass responsible for these findings was performed, achieving complete recanalization. Histopathology of the extracted mass was consistent with heart valve tissue. The valve tissue recovery from the mca resulted in significant neurological improvement for the patient. No additional adverse patient effects were reported. Additional information has been requested.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.